Event description:
It was reported that the patient presented for follow-up in clinic. It was found that the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.